Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for the pacemaker and right ventricular (rv) lead due to high out of range pacing impedance measurements of greater than 2000 ohms. The out of range impedance triggered the lead safety switch (lss) which changed the polarity from bipolar to unipolar. A medical personnel contacted boston scientific technical services (ts) for review of the data. Upon review of the remote monitoring electrogram (egm) oversensing of noise leading to pacing inhibition with close to three seconds of asystole was observed. Ts recommended having the patient seen. The patient was sent to the emergency room where upon interrogation all impedance measurements were within range when tested in both bipolar and unipolar configuration. Ts was again consulted and suggested replacement of the lead due to the out of range impedance and oversensing of noise. A revision procedure was performed where the rv lead was surgically abandoned. A new lead was successfully implanted. The pacemaker remains in service. No additional adverse patient effects were reported.